Manufacturer narrative:
It is unknown if the sapien xt (9300tfx) or sapien 3 (9600tfx) valve was implanted, therefore the information to both is being provided. Brand name: edwards sapien xt transcatheter heart valve or edwards sapien 3 transcatheter heart valve. Model#: 9300tfx or 9600tfx.. PMA/510(k)#: 9300tfx (PMA p130009) or 9600tfx (PMA p140031). Investigation is ongoing. Bibliography: unzué, leire, et al. "Outcomes of patients at estimated low surgical risk undergoing transcatheter aortic valve implantation with balloon-expandable prostheses." Cardiovascular revascularization medicine (2017).

Event description:
As reported by the edwards affiliate in europe, a journal article titled, "outcomes of patients at estimated low surgical risk undergoing transcatheter aortic valve implantation with balloon-expandable prostheses" reported that post tavr procedure (dates unknown) in the aortic position, one patient had ¿ictus¿ during hospitalization and three patients suffered a cva at follow up.

Manufacturer narrative:
Ref. Mfg report numbers: 2015691-2017-04275, 2015691-2017-04276, 2015691-2017-04277, 2015691-2017-04278, 2015691-2017-04279.

Manufacturer narrative:
The valves remain implanted and were therefore not returned to edwards for evaluation. Multiple attempts to obtain additional case information were made, however, the information was not forthcoming. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early postprocedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. The exact cause of the strokes are unknown, however may be due to patient factors (not provided) or the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.